Event description:
The manufacturer received information alleging a ventilator had a "service required" alarm. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue.

Manufacturer narrative:
The customer has not approved the estimate for this device.